Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were bubbles at the vent of an interlink continu-flo solution set during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.